Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a hardware reset which resulted in loss of defibrillation therapy. No further information was received.

Event description:
New information received notes that there was no patient involvement.